Manufacturer narrative:
The reported event of ineffective stimulation was not confirmed. As received, the paddle lead cut into multiple segments consistent with explant damage. Microscopic inspection did not reveal any anomaly. No root cause was identified for the reported.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer numbers: 1627487-2020-02847, 1627487-2020-02848, 3006705815-2020-01231. It was reported the patient experienced ineffective therapy from their scs system. The patient stated that they had a motor vehicle accident about 5 months prior, but could not recall when therapy became ineffective. In turn, the patient underwent surgical intervention wherein the scs system was explanted and replaced to address the issue. Note: since it is not known which device is causing the issue, all possible devices are being reported on.